Manufacturer narrative:
Technical services and engineering reviewed the episodes. The device algorithm functioned as designed and the device operated as programmed. Therapy was inhibited for this vt because the rhythm was classified as gradual, stable, and a < afib rate threshold. The rhythm was classified as gradual because the interval that was identified as the pivot interval was only 7 ms shorter than the previous interval. The interval where the rate actually transitioned to vt, which is three intervals earlier than the identified pivot interval, is not among the pivot interval candidates available to the onset algorithm. The onset algorithm begins its processing upon the third fast beat, at which time it seeds a buffer with the previous 11 intervals. Intervals are accumulated in the buffer until episode start (8/10 fast), which is when the algorithm classifies the rhythm as sudden or gradual. The pivot interval is selected as the interval with the largest decrease from its predecessor, however the six oldest and two newest intervals in the onset buffer are not candidates for the pivot interval. They are reserved for subsequent steps in the algorithm, to calculate the pre-pivot average and the second phase interval. In this episode, the rate transition is among the first six intervals in the onset buffer, so it was not a candidate to be the pivot interval. The rate transition interval occurred a few beats prior to the end of the previous episode. When the previous episode ended, the detection windows were cleared. The next three vt beats signaled episode onset, initiating the onset algorithm as described above. The pivot interval candidates were all similar in length such that the largest decrease was only 7 ms (335 minus 328), resulting in onset percent of only 1%, which led to gradual classification and inhibited therapy. The vt rate persisted for about 34 seconds after v-epsd start, therapy was inhibited and srd (programmed to 3 minutes) did not expire to override the inhibitors. Therapy was not available when the rate dropped to the vt-1 monitor only zone, but was initiated when the rate accelerated to vf.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had been in the hospital for a diagnostic cardiac catheterization procedure on november 6 and was discharged from the hospital on november 7. Less than one hour after discharge, the patient went into ventricular tachycardia (vt) and received four bursts of anti-tachycardia pacing (atp), successfully converting the arrhythmia. Seconds later, the patient went back into vt. The device inhibited therapy based on the rhythm onset being classified by the device as gradual. The rhythm slowed over the coming minutes to less than 170 bpm in the vt-1 (monitor only) zone. Approximately three and a half minutes later the rhythm accelerated into the ventricular fibrillation (vf) zone and one burst of atp was delivered. The rhythm did not convert and a 41 joule shock was delivered by the device, converting the arrhythmia. However, the patient then went into a slow vt in the vt-1 zone, such that no therapy was programmed to be delivered. Within one hour of these episodes, the patient was back in the emergency room with the resuscitation team. A magnet had been placed over the device to inhibit any therapy while the team worked on the patient. The patient subsequently died. There was concern that the delay to therapy contributed to the patient's demise. The device was not explanted for return and analysis. Device data was submitted to technical services for review and engineering evaluation.